Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during procedure "le" + enterectomy + enteroanastomosis for strangulated hernia, the stapler failed to perform stapling. The product was replaced and did not cause damage to the patient.